Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date. Customer's blood glucose level was unknown at the time of hospitalization. It was unknown that the customer was using auto mode or not. The device will be returned for analysis.